Manufacturer narrative:
Impact code of blood transfusion added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized with a watchman access system (was) for trans-septal puncture (tsp). Multiple tsps were attempted. The was and versacross dilator were removed to reshape. The was and versacross were reinserted, and tsp was successfully performed. A 27mm watchman flx closure device and delivery system were advanced, deployed, and released in the intended location. Post-release, the anesthesiologist observed a moderate pe at the base of heart. A pericardiocentesis was performed and 160cc of blood was removed and re-infused back into the patient. The physician suspects the pe was caused by the multiple tsp attempts. The patient is doing well and discharged the next day.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized with a watchman access system (was) for trans-septal puncture (tsp). Multiple tsps were attempted. The was and versacross dilator were removed to reshape. The was and versacross were reinserted, and tsp was successfully performed. A 27mm watchman flx closure device and delivery system were advanced, deployed, and released in the intended location. Post-release, the anesthesiologist observed a moderate pe at the base of heart. A pericardiocentesis was performed and 160cc of blood was removed and re-infused back into the patient. The physician suspects the pe was caused by the multiple tsp attempts. The patient is doing well and discharged the next day.